Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the tubing of an interlink IV catheter extension set separated during patient use. No patient injury or medical intervention was reported. No additional information is available.

Event description:
The facility reported a colleague infusion device which experienced failure code 810:04 during programming / setup in the neonatal intensive care unit. The device was being used with a clearlink buretrol solution set with product code (B)(4). No patient injury or medical intervention was reported. The software verison of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).